Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was over 700 mg/dl. Customer stated that the reservoir was the cause of the hospitalization. Customer was dehydrated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.